Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the customer did not prime before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during pd therapy with an automated pd set with cassette the home patient (hp) failed to follow therapy steps. The hp stated that they had connected during the connect bags prompt. The technical service representative (tsr) assisted in ending therapy and advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.